Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the sensing and impedance were out of range due to lead dislodgement. The lead was explanted and replaced to resolve the issue and the patient was in stable condition.